Manufacturer narrative:
On february 27, 2024, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 15, 2024, mentor completed an evaluation on an image that was provided of the suspect medical device. Upon visual evaluation of the image provided in the complaint, the tissue expander appears deflated but rent/puncture side could not be observed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 17, 2024, mentor completed an evaluation on the returned device. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the tissue expander. Leak testing was performed, in accordance with mentor procedures, and an area of delamination was observed at the union between the injection dome and the bladder. As the authorization form for examination was not received, the product evaluation lab could not perform additional testing in the sample. The evaluation was limited to non-destructive testing. Based on the manufacturing investigation, analysis was not performed to identify if there is evidence of poly sheet presence that could be affecting the delamination in the injection dome since evaluation was limited to non-destructive testing. The process control and data records collected for the deflated tissue expander are within specification; the complaint reported could not be confirmed to have been caused by manufacturing error. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with implantation of a 450cc mentor cpx4 plus, smooth, medium height prosthesis. Post-operatively, the patient was diagnosed with a deflated left breast implant by an undisclosed methodology. As a result, the patient underwent breast implant removal on (B)(6) 2024. The date of implantation and event were not provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.